Event description:
It was reported that the pump battery would not charge despite attempts with different wall outlets and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided instructions for the customer on how to prepare and return the faulty pump using a pre-paid label, ensuring a seamless transition without interrupting insulin delivery.